Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer had high blood glucose due to bent cannulas. Caller declined to troubleshoot the pump as he was sure it was due to the bent cannulas. Customer's blood glucose was 568 mg/dl. Caller performed the high pressure test and the pump passed. Caller was advised that the pump was working as designed. Caller was advised to do a complete set change. Caller stated that they will reset their fill cannula amount as they change out the infusion set.